Manufacturer narrative:
The customer stated that they used a mint green serum separating tube (sst) which is a li-heparin and gel for plasma separation tube. The customer did not specify the sample type that was used and declined further troubleshooting, stating that they believe the error to be due to use error. As only whole blood should be used on the epoc, the customer either used the incorrect sample type (plasma) or used whole blood in a tube intended only for plasma. No product problem identified.

Event description:
The customer is alleging discrepant low hct on their epoc instrument compared to retesting of the same sample on their laboratory instrument. The customer stated the patient was transported to the hospital because of the epoc result. The customer ran qc on reader and card later that day and failed. However, they then reran qc fluids and it passed. There is no report of injury due to this event.